Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007, the patient who had a longstanding history of pain in back , presented with pre-op diagnosis of l5-s1 spondylolisthesis and l4-l5 degenerative disease and underwent following procedures: l5 gill laminectomy , l5-s1 posterior lumbar interbody fusion with prosthetic interbody vertebral device and l4-5 transforaminal lumbar interbody fusion with prosthetic lumbar interbody vertebral device, l4-s1 posterior lateral fusion and l4-s1 segmental pedicle screw instrumentation. Per op-notes, ¿ .. At the l5-s1, two interbody spacers were filled each of the sponge of bmp. The first was placed on the right and bmp wrapped around matrix was placed in the anterior medial aspect of the disk space and then a second implant was placed in the left hand side . The distraction was applied to l4-5.. A sponge of bmp wrapped around matrix was placed in the right side of the disk space. .. An interbody implant was placed in the disk space .. Additional sponge of bmp wrapped around matrix was placed in the left hand side of the disk space. .. .¿ the patient tolerated the procedure well. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.